Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas repeatedly generated occlusion alarms more than twenty times over several days despite supply changes and a phone software update, with no visible infusion set issues and with blood glucose reportedly unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included device replacement being initiated while awaiting return of the original device. Investigation included troubleshooting with the user, review of infusion set changes, and logistics for device return for further evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.